Event description:
It was reported that a leakage from the gas outlet of the oxygenator was noticed. The amount of blood loss was described as not exactly comprehensible. It was reported that there have been no consequences to the pt. The product was replaced during treatment. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the qual control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process ((B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new info becomes available.